Event description:
Alleged blisters / rash on patient skin following red light treatment. Patient claims to have been "burned." Note that blisters were found under clothing, and not in areas of direct exposure to the light.

Manufacturer narrative:
Patient claims to have been burned underneath her underwear by the light. She has since sought medical treatment for the alleged "burn." The results of the medical exam are not known to us. Note that the affected area was underneath clothing and not directly in the light. Also note that the apparent "blisters" appear to be more similar to some type of a skin infection. Device was inspected by manufacturer and all specifications are within requirements.